Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: a review of the black box revealed data from (B)(6) 2015; there was no evidence of power on reset events. The battery compartment was found to be intact. The battery cap height and width measurements met specifications and the battery cap tightly secured to the pump with no issues. During evaluation, the pump was powered on with the returned battery cap. The pump was exercised for 24 hours with reboots, loss of power or call service alarms duplicated. The pump case was removed; there was no evidence of moisture or loose components found inside pump. The reported "intermittent power" complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The serial number suspect medical device has been corrected.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the pump turned off by itself. The pump reportedly emitted an alarm. There was no reportedly no information regarding the cause of the alarm in the pump history. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.